Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead delivered an inappropriate shock due to oversensing/noise. The rv lead triggered an alert for high threshold and a lead integrity alert (lia) for high rate non-sustained episodes and undefined high pacing impedance. The rv lead also exhibited no capture for one week. A fracture of the rv lead was confirmed. The rv lead was initially reprogrammed as detections were programmed off. The rv lead was then capped and replaced. No further patient complications have been reported as a result of this event.